Manufacturer narrative:
Event date is unknown. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: prongs extending out of the inferior vena cava with one of the prongs abutting the posterior abdominal aorta. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: prongs extending out of the inferior vena cava with one of the prongs abutting the posterior abdominal aorta.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, the prongs extending out of the inferior vena cava with one of the prongs abutting the posterior abdominal aorta. The patient reported perforation of filter strut(s) outside the ivc requiring constant monitoring and tests, mental anguish and fear of bleeding to death. The indication for the filter implant was traumatic fracture of the pelvis and deep vein thrombosis (dvt) and pre-operative for pelvic repair. The filter placement access site was the left femoral vein. The filter was deployed below the level of the lower most left renal vein, the patient tolerated the procedure well with no reported complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: prongs extending out of the inferior vena cava with one of the prongs abutting the posterior abdominal aorta.the following additional information received per the medical records indicate that, patient was given preoperative diagnosis of traumatic fracture of pelvis, and deep venous thrombosis. Additionally, the filter was delivered just below the lower most left renal vein, deployed, and patient tolerated the procedure well. According to the information received in the patient profile from (ppf), patient reported perforation of filter strut(s) outside the ivc requiring constant monitoring and tests, mental anguish and fear of bleeding to death.